Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had unknown alarms on the morning of 01mar2026. The event log file data capture started on 01mar2026 at 0320 with log voltage hazard event showing the black power lead disconnected and the white lead connected to battery at a hazard level charge. On 01mar2026 at 0415, the battery at a hazard level depleted which enabled the emergency backup battery (ebb) in the system controller causing no external power events. These occurred until 01mar2026 at 0544 when a half-charged battery was connected to the black power lead leaving the power lead with a discharged battery. Low voltage hazards occurred due to the battery connected to the black power lead being in a hazard level charge state. On 01mar2026 at 0647, further no external power events noted due to battery depleted enabling the ebb in the controller. At 0819, the data showed that the ebb was depleted as well shutting off the ventricular assist device (vad). How long the vad was off was unknown due to reset of the timestamp when the controller was connected back to power creating controller clock corrupt events. The vad resumed operation and it looked to be operating as intended. It was recommended to sync the controller clock.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed data consistent with a pump stop due to full battery depletion. The controller event log file contained events from 01mar2026 through 01jan2000, per the timestamps. A gradual depletion of the 14v batteries was captured, followed by depletion of the backup battery, resulting in the pump stopping. The pump restarted as designed once external power was reconnected. Prior to and after the observed battery depletion the pump appeared to be operating as intended. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 2 ¿system operations¿ of the IFU states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 of the patient handbook, ¿powering the system¿, details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. The patient handbook further explains that the pump cannot run without power. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.